Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. Related report number was added.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right axillary artery in a 65-year-old male patient with a past medical history of coronary artery disease (cad) presenting in scai stage c shock on inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support pre-operatively for a high-risk surgery. While in the intensive care unit (ICU), the patient experienced black, tarry stools. Heparin was stopped. An endoscopy was performed and clips were utilized for gastrointestinal (gi) bleeding. The patient was transfused with packed red blood cells (prbcs) and the black, tarry stools subsequently resolved. The post-procedure outcome was unknown. Patient is still supported by the device. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Additional information received therefore b5 and h6 updated.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted surgically into the right axillary artery in a 65-year-old male patient with a past medical history of coronary artery disease (cad) presenting in scai stage c shock on inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support pre-operatively for a high-risk surgery. While in the intensive care unit (ICU), the patient experienced black, tarry stools. Heparin was stopped. An endoscopy was performed and clips were utilized for gastrointestinal (gi) bleeding. The patient was transfused with prbcs and the black, tarry stools subsequently resolved. On (B)(6) 2026 the rn reported the patient had a code stroke, with speech changes, facial droop and motor changes. The patient had CT scan that showed left occipital lobe infarct acute/subacute. The patient was anticoagulated with heparin at 12 u/kg/hr with a ptt yesterday of 57.3. Nipride was started due to maps >100. On (B)(6) 2026 it was noted that "the patient appeared normal."

Manufacturer narrative:
B5 additional information was received. D4 revised catalog number as it was entered incorrectly on the initial report that was submitted. D6b explant date was received and added. H6 health effect - impact code was added as it was omitted from the previous report that was submitted.

Event description:
Additional information was received. The pump was explanted.